Manufacturer narrative:
During subsequent follow-up from the customer, additional information was provided. The customer clarified that the user was "using the big burr", then attempted to switch to the "small burr". However, it would not fit into the motor device because the bearings on the motor device were "bad". It was reported that the user could not "get the small burr in". If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during spine surgery, it was observed that the attachment device would not ¿hold a burr¿. It was further clarified that the user could not insert the burr into the device. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There were no reports of injuries, adverse events or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment revealed that the cutter could not be inserted into the device. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be normal wear and use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.